Event description:
It is reported that the physician was attempting to use a sprinter over the wire (otw) balloon to treat a lesion in the mid diagonal which was reported to be a very tight lesion with 70% stenosis. No abnormality was noted during preparation of the device. After applying pressure of 14atm for 6 secs the balloon burst. Information provided confirms that resistance was felt as the device was advanced through the lesion. Patient is doing well post procedure. Evaluation summary: the balloon had been partially inflated. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting through two radial tears on the balloon. Two radial tears were located just distal to the marker band on the balloon working length. The tears were approximately 0.5mm in length and were located on top of the balloon folds.

Manufacturer narrative:
Evaluation results: deformation problem -radial tears. Related to operational context - root cause of issue is most likely procedural related evaluation codes conclusion: 77 related to operational context - root cause of issue is most likely procedural related. (B)(4).